Event description:
It was reported that during a case, the doctor attempted to retract the tip of the strykeprobe j-tip into the sheath. It was further reported that the tip of the strykeprobe j-tip became stuck inside the sheath, as it may have been bent and became lodged on the edge of the sheath. The sheath cracked and a portion of it fell into the patient. The doctor attempted to locate the broken piece inside the abdomen of the patient and a nurse attempted to use strainers on the irrigation fluid to try and locate the broken piece inside a suction canister. The broken piece could not be located.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.